Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with constant motor error alarms during rewind due to moisture damage on motor assembly noted. The insulin pump was unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to constant motor error alarms during rewind. The insulin pump minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump returned a motor error alarm during rewind. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 281 mg/dl at the time of the call. Customer reported treating with a manual injection. No further information was provided.